Manufacturer narrative:
Correction to the supplemental MDR bsc aware date should have been 07 january 2026.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and closer to the midline area especially in her left-sided low back buttock and left thigh. It was also stated that the patient was not getting optimum relief. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and closer to the midline area especially in her left-sided low back buttock and left thigh. It was also stated that the patient was not getting optimum relief. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and closer to the midline area especially in her left-sided low back buttock and left thigh. It was also stated that the patient was not getting optimum relief. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.